Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height 2-1 cubie drawer failed and required maintenance. A field service engineer inspected that drawer rails were damaged and sticking. The field service engineer advised for replacement of the drawer assembly to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the cubie failed to recover. The customer reported that even after trying to recover drawer space and reboot it failed to recover. The customer stated that this malfunction occured during despensing medication to the patient and that caused a delay to thepatient care. There were no adverse events or injuries reported based on this incident.